Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the vibration alert on the infusion device stopped functioning on (B)(6) 2013. The infusion device was returned for evaluation, and additional information will be submitted when the evaluation is complete. No physiological effects were reported.

Manufacturer narrative:
The complaint cannot be verified due to a mishandling of the product. The backlight of the display doesn't work. Due to a mechanical impact, the inductor of the backlight is broken and the coil is loosened. The windings of the back-light inductor are wrapped around the vibra; therefore, the vibra is blocked.